Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. During the lead revision procedure, a nick was noted on the lead. All electrical values were stable and within range. The physician elected to repair the lead and the procedure was successfully concluded. The patient was doing well post procedure.